Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed tip lid fixing screw adhesive peeling issue could not be determined, however, the issue was likely the result of stress due to user handling/mishandling. The event may be detected/prevented by following the instructions for use which state: instruction manual evis lucera ultrasonic gastrovideoscope olympus gf type uct260 for safe use handling and general precautions notice ¿·do not bend the insertion part of the endoscope with strong force. The insertion tube may be damaged. Do not apply impact to the tip of the endoscope, especially the ultrasound probe or lens surface. This may cause abnormalities in ultrasound images and endoscopic images. Do not grab the ultrasound probe when holding the insertion tube. The ultrasound probe may be damaged and a normal ultrasound image may not be obtained¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had pinhole in the forceps channel. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was peeling adhesive from the tip lid of the fixing screw. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Testing inspection of the returned device confirmed the customer allegation. It was found that due to a pinhole on channel-tube, water tightness was lost. There were few additional findings. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of the up/down knob was out of the standard value. Adhesive on bending section cover was detached. The adhesive on the bending section cover had a chip, and a crack. The ultrasonic transducer had corrosion. The scope cover plate was peeling. The image guide protector had a scratch. The protector of universal cord on the scope connector side had a scratch. The connecting tube had a dent, and scratch. The objective lens had a scratch. The acoustic lens was damaged. There was a chip in adhesive area between acoustic lens and ultrasound probe. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.